Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full height drawer not detected on bus and unable to recover. As per part investigation, it was determined that there was thermal damage observed on the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Part analysis: the reported condition of es - drawer failure (failure code: devicenotonbus was confirmed by fse (field service engineer) and subsequently confirmed in the inspection process. According to work order (B)(4), the field service engineer (fse) reported that removed back panel and bus light was off on module controller board and decided to replace retractor band and after replacing retractor band, the fse rebooted device and bus light turned back on. The fse reassembled device and used diagnostics to remove debris that was lodged between cubie pockets and reassembled drawer and rebooted to es application. Customer successfully inventoried fh cubie drawer without issues. During dchu visual inspection: pn 353844-01: the unit revealed copper strands with signs of thermal damage. No fluid ingress, loose components or other anomalies were observed. During dchu testing: pn 353844-01: no further testing was performed since signs of thermal damage were observed on the copper strands of the returned assy retractor dwr hh cubie. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of es - drawer failure (failure code: devicenotonbus was due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (pn 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.